Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 250 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked from the port. This was observed during use at the mixing center. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: two (2) devices and a photo sample were received for evaluation. Visual inspection of the returned samples and photo samples did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed, and a leak from the administration spike port bonding area was observed on the returned samples. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to inadequate or lack for cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.